Event description:
Rupture of the post dilatation balloon with loss of the distal half of the balloon intravascularly but at unknown location, undergoing further evaluation now. FDA safety report ID # (B)(4).